Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that there were big air bubbles in the reservoir. The customer¿s blood glucose was unknown at the time of the incident. The customer was informed to tap the air bubbles to the top of the reservoir and push them back in the vial and when leaving the blue transfer guard on the vial to degas the vial. Customer stated that he continues to have issues with air bubbles after switching insulin. The customer was informed on how to prime the insulin out the tubing if the air bubbles are found while wearing the insulin pump. Customer then had questions about the different lengths in the infusion set tubing. The reservoir will not be returned for analysis.